Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an si - pca tampering was not determined because no products or device logs were returned.

Event description:
A copy of the medwatch report from FDA was received, which states "patient hospitalized with a history with complications from a history of IV drug abuse was noted to have unlocked the pca pump using a plastic utensil and was able to give himself a bolus of the narcotic medication. It was discovered when the nurse went into change the pca pump syringe and had difficulty opening it due to the metal distortion around the keyhole which was not a problem a few hours earlier." Per the medwatch report "outcomes attributed to adverse event: required intervention, other serious or important medical event, life threatening" and "type of event: serious injury".